Event description:
It was reported that "the foot plate did not engage [with the vessel] and got caught in the percutaneous portion below the patient's skin surface" [lost access when positioning] relative to a diagnostic heart cath procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report: the device was returned for analysis. A foot break and guide break were noted. Clarification was received from the account: it was reported that the foot of the proglide device was opened and the suture was deployed; however, the ¿suture didn¿t take¿ [suture malposition]. The foot was closed; however, the device became stuck [difficult to remove]. There was no report of foot break. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The guide separation reportedly occurred as a result of packaging the device for return and did not occur during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A foot break was noted. The location of the foot is not known. The malposition of the device and the difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device returned. H6: medical device problem code 4001 removed. H6: type of investigation code 4115 removed. H6: investigation findings code 3221 removed. H6: investigation conclusions codes 4315 removed. H10: additional mfg narrative.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was not returning.